Event description:
It was reported that during a lap gastric bypass with roux-en-y procedure, while the surgeon transected the jejunojejunal anastamosis, the stapler was fired and the vascular cartridge popped out. Cartridge was retrieved. Anastamosis completed with another stapler. A third stapler with vascular cartridge was used to close common opening, and the vascular cartridge would not open and the handle would not release. The jaws wouldn't open. Surgeon had to manually cut the jaws away from the jejunum. There was no pt consequence interoperatively. Delayed case less than one hour. Two long45a devices will be returned.